Event description:
The customer reported the system is displaying a communication failed error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined movement of a cable was causing the problem. This MDR is related to ge healthcare complaint (B) (4)